Event description:
The event is reported as: complaint alleges that the sterile packaging is ripping down the middle instead of along the adhesive line as intended. The product is falling on the floor when the package is attempted to be opened. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.